Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited a low out of range shock impedance measurement. It was reported defibrillation threshold (dft) testing was being attempted as the patient had received multiple shocks, however the final shock was not delivered due to a possible high voltage lead issue being detected by the device. The device and the lead were successfully explanted. No adverse patient effects were reported.